Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that episodes of non-sustained lead noise due to post-paced t-wave oversensing returned on the ventricular channel. The patient was asymptomatic. Additional programming changes were recommended and the device remains implanted.

Event description:
It was reported that a (B)(4) transmission showed non-sustained lead noise due to post-paced t-wave oversensing. The patient was asymptomatic. The issue was resolved by reprogramming, and the device remains implanted.